Event description:
The physician's tablet was received for analysis on 12/14/2015. Product analysis is currently underway but has not been completed to date.

Event description:
Product analysis on the tablet was completed and approved on 01/14/2016. An analysis was performed on the returned tablet and no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the physician's tablet is unable to interrogate. The wand battery was changed and found to interrogate fine. The serial cable and wand were swapped for known good ones and the issue was isolated to the tablet itself. No patients were affected. The tablet is expected to be returned for analysis but has not been received to date.